Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in (B)(6) 2019 and is approximately 3.5 years old. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that the needle guard came off inside the packaging. The issue was noted during a routine check. No patient invovlement. The operator was not harmed. The needle did not puncture the package. The single packaging was stored inside the rescue backpack when the issue was noted.

Event description:
It was reported that the needle guard came off inside the packaging. The issue was noted during a routine check. No patient involvement. The operator was not harmed. The needle did not puncture the package. The single packaging was stored inside the rescue backpack when the issue was noted.

Manufacturer narrative:
(B)(4).